Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that there may have been a problem with the patient¿s temporary lead during the stage 1 trial and thought the issue with the lead was when the lead was getting pulled, but it was fine and there was nothing wrong with the patient and the patient was permanently implanted. It was noted the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the devices were the peripheral nerve evaluation (pne) leads.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4) to products 3057, product type: screening device and 3057. Product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient believed the leads had come out/migrated. After troubleshooting, their controller still read error message cannot provide desired setting contact clinician, on both sides. The patient had lead removal tomorrow. No symptoms were reported. No further complications were reported/anticipated.